Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured ventricular tachycardia with a "possible" relationship to the impella device used: ¿pt went into ventricular tachycardia with a pulse. Code blue called. Synchronized cardioversion with 200j of energy performed. Repeat rhythm was sinus. Dopamine gtt discontinued.¿ the patient recovered with no sequelae. "Rn observed on monitor that pt was in monomorphic ventricular tachycardia with rates in the 200¿s. Pt cardioverted a total of 7 times at 200j. In between shocks pt was given a 150 mg amiodarone bolus and 100 mg lidocaine. Pt became minimally responsive and was in sinus bradycardia in the low 50's, rate continued to drop and therefore the decision was made to intubate the patient with versed and etomidate. Impella was repositioned x2 with echo at bedside and 2 cardiologists; post repositioning pt had return of bradycardic rhythm and was given 0.25 mg epi to assist with hr and bp while dobutamine was increased to 7.5 and norepi was started at 5. Pt remained stable for roughly 1 hour." The patient recovered with no sequelae. "Pt went back into monomorphic ventricular tachycardia in the 150's, synchronized shock at 200j and 150 mg amio bolus given, amio gtt resumed at 1 and pt returned to sinus bradycardia w/ pacs and pvcs." The patient recovered with sequelae.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined.